Manufacturer narrative:
(B)(6).

Event description:
Subsequent to the initial MDR, upon further review of the complaint record, this is being downgraded to a non-reportable event. It was reported that the patient, who was pregnant, experienced a skin reaction associated with the sensor adhesive. Photographs provided confirmed a diffuse, red, raised rash with bumps, in the shape of the adhesive patch. The patient reported itching, ¿pustler (presumed to mean pustules), and scar tissue after the sensor was removed. The patient consulted a diabetes nurse at the clinic and was recommended to use a skin barrier. No other details were documented. This report would not constitute an adverse event as there was no serious or life-threatening injury, and although the patient consulted a hcp, only a skin barrier product was prescribed, and no other medical intervention was documented; although the patient reported scarring, based on the date of the report the wound would have still been in the healing phase with insufficient time for permanent scarring to have developed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated the day after they inserted the sensor, the area was itching, ¿pustler¿ and had scar tissue after the sensor was removed. The pregnant patient consulted a clinic who recommended the use of a skin barrier. Although a clinic was consulted, there was no documentation of medical intervention. Attached photos confirmed a diffuse red raised rash and bumps area in the shape of the adhesive patch. This is being reported as a scar remained after the sensor was removed. No additional patient or event information is available.